Event description:
The user reported that the cdi 100 monitor screen would not boot up. As a result, an alternative device was deployed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.